Manufacturer narrative:
Device evaluation of battery sn (B)(6) has been completed. The reported problem (battery/charger faults) was confirmed. As received, the battery would not firmly latch into the monitor due to bent pins in the battery connector. There was no adverse event that occurred related to this issue. The root cause of the bent pins was unable to be positively identified. CAPA-00137 is underway. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery had battery/charger faults.